Manufacturer narrative:
(B)(4). The returned valve was patent and passed siphon testing. However, it did not pass leak testing due to pin holes in the silicone dome above the reservoir. It also did not meet the requirements for reflux testing and was out of specifications for pressure-flow testing at performance level 1.0, 46.8 ml/hr @ 0 cm hydrostatic pressure. All other pressure-flow and preimplantation pressure results were within specifications. A dissection of the device found fibrous debris within the valve mechanism. The instructions for use that accompany the device warn that "the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." Such debris can affect the valve mechanism, resulting in reflux or high pressure-flow results. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the surgeon removed/explanted the shunt due to patient discomfort and replaced with a new shunt.